Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, during the rv (right ventricular) lead placement the patient became asystolic and the lead was placed swiftly in the rv apex with pacing accomplished. There was high impedance initially, but the pacing configuration was changed and the impedance went into the normal range. There were no r-waves to measure. At the time perforation was not suspected and the physician requested a new lead due to concerns about the lead's integrity and the unstable patient status due to asystole. The lead was not used and another lead was implanted. As the device was about to be attached to the replacement lead, the patient developed marked hypotension with echocardiogram revealing pericardial effusion. Tamponade was also reported. Emergent pericardiocentesis was performed, with 650 cc of blood withdrawn and an improvement in blood pressure. It was noted that in retrospect, the variable impedence measurements obtained from the initially attempted lead were likely due to perforation. Overnight following the procedure, the patient was stable, there was no further pericardial drainage, and the device check was normal. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.